Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional via the manufacturer representative. There were no out of range impedances and the patient utilized adaptivestim. The patient experienced no pain stimulation at all on the left side of the body. The ins was not charged for six months due to the patient's non-compliance. A physician recharge mode was attempted five times by the nurse and two times by the manufacturer representative at the clinic. It was reported that the ins was explanted on (B)(6) 2017. The leads remain implanted and the ins was replaced with another manufacturer's ins and adapters. There was no further information regarding the patient therapy outcome.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative that reported the implantable neurostimulator (ins) implanted on (B)(6) 2016 for complex regional pain syndrome (crps) type ii. The impedance measurements in (B)(6) 2017 were between 757-984 with electrode 1 as the reference electrode. Per the data obtained on (B)(6) 2017, the ins was used less than (B)(4). It was later reported in (B)(6) that the ins was over-discharged. The patient did not charge for over six months. The nurse restarted the ins five times in the beginning of (B)(6). The ins was restarted for the sixth time on (B)(6) 2017. It was not possible to start the recharger in a normal way and it was not possible to read the ins with the clinician programmer. The recharger displayed the "reposition antenna" screen and the "telemetry failure" was observed on the clinician programmer that noted "there was no response from the device. Reposition the programming head and press retry. Press cancel to end this session". The ins was restarted a seventh time and the recharger did not even start and it was not possible to read with the clinician programmer. The physician recharge mode (prm) was tried seven times but the ins did not get out of over-discharge. The ins will be replaced with impedance measurements on the two leads in mid-(B)(6).